Manufacturer narrative:
This event is from the following literature article: aitken el, jackson aj, kingsmore db. Early cannulation prosthetic graft (acuseal¿) for arteriovenous access: a useful option to provide a personal vascular access solution. Journal of vascular access. In press. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible. No further information is available. Without additional information it is impossible to further investigate this event.

Event description:
On (B)(6) 2013, a patient in a study was implanted with a gore® acuseal® vascular graft from the right superficial femoral artery to the femoral vein. On (B)(6) 2013, the graft was first cannulated. On (B)(6) 2013, the patient presented with steal syndrome with a critically ischemic leg. A ligation procedure was performed. The graft was used until the arteriovenous fistula was mature enough to cannulate then the graft was ligated.